Manufacturer narrative:
One cadd legacy plus pump was returned for analysis with the rear housing cracked and the tamper seal appears altered. The customer's reported problem regarding "clock battery" was able to be duplicated. Upon power up of the pump the pump alarms for service due. Clock record indicates clock days are past specification. Service due 54 was recorded in the event log. The clock battery will be replaced as service maintenance.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump displayed error code 53. There was no reported injury to the patient.